Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. There have been no other complaints reported in the lot number. No additional information is expected. (B)(4).

Event description:
A surgeon reported following a glaucoma filtration shunt implantation, the shunt was touching the iris. No impact was reported to the patient. Additional information is not expected.

Manufacturer narrative:
(B)(4)

Event description:
In a follow up, a surgeon reported that approximately two years after initial shunt implantation the intraocular pressure (iop) was increased and the bleb was fibrotic. A needling procedure was performed and glaucoma drops were prescribed, but the iop remained increased. The shunt was explanted and a trabeculectomy was performed. During the explant surgery, the surgeon observed that there was no flow from the shunt before he removed it from the eye.